Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturing reference number: 2017865-2020-25076. It was reported that the right ventricular and left ventricular leads exhibited oversensing of premature ventricular contractions that led to pacing inhibition. The patient experienced dyspnea. It was noted that atrial fibrillation with rapid ventricular response that led to cardiogenic shock also occurred. The physician attempted to make programming changes to optimize pacing but was unsuccessful. Both leads were explanted. There were no patient consequences.